Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2022-01543 508-32-204, s801 - device cracked/broke, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Baseplate central screw broke on the proximal side of the implant. Baseplate was removed and replaced with a 8.0 neu modular baseplate. Socket insert was also removed to allow for a better working window into the glenoid.